Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility paint chips were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the manufacturer facility paint chips were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.